Manufacturer narrative:
The malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. During evaluation, after disconnecting and reconnecting the flex cable between system board and control board, the reported malfunction was no longer seen. The flex cable was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.